Event description:
In april 1999 pt underwent a transurethral microwave thermotherapy procedure to treat pt's benign prostate hypertrophy. Following the treatment the pt became sick and went to the emergency room. Pt presented with kidney failure. Pt had elevated creatine levels of 18. Doctor performed a cysto and removed some 10 to 20 grams of necrotic tissue that was sloughing from the urethra. Dr also placed stents into the ureters. The stents were in place for 6 weeks and then removed. Sometime after april, 1999, physician performed a "tuip" for a bladder neck contracture. On 2/11/2000, physician stated the pt had a mi over the 2000 holiday. Another physician saw the pt. Second physician tried to place a foley catheter but could not. A cysto was not performed at the time. A suprapubic catheter was then placed because of a repeated bladder neck stricture. Pt is now being followed by another physician to treat pt's heart conditions.